Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent a reoperation due to non-union. Patient had been implanted with the proximal femoral nail antirotation (pfna) system a year prior. During the reoperation, the surgeon found that the nail had been broken at the fracture part. No further information is available. Procedure was completed successfully within thirty (30) minutes delay. Patient status is unknown. Concomitant devices: pfna-ii blade (part: 04.027.051s, lot: l977934, quantity: 1), pfna-ii end cap (part: 473.170s, lot: 1l29548, quantity: 1), locking screw (part: 04.005.526, lot: l860246, quantity: 1), locking screw (part: 04.005.528, lot: l800294, quantity: 1). This report is for a pfna-ii nail . This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the product was not returned in the original depuy synthes bag. The laser marking was readable. Light traces of use were visible on its surface. The breakage point is in the region after the conus from the nail. In addition to the complaint part 8broken nail), tow (2) screw, one (1= blade and one (1) end-cap were returned. These additional parts are not relevant to the complaint condition. Dimensional inspection: during this investigation, the outer diameter (9.0 mm) and the inner diameter (4.4 mm) were measured and have fulfilled the specification according to the relevant drawing. Besides, during the manufacturing process these features were inspected through the inspection sheet and the whole lot has passed its specifications. Therefore, the nail was manufactured according to its quality standards and any manufacturing issue has been excluded. Document/specification review: a manufacturing record evaluation was performed for the affected work order, lot number: l467144 (nail finished good product), and one non-conformance was identified. Beside this non-conformance no other abnormalities nor deviations related to the reported complaint condition were identified. After the review of the non -conformance it shows that the issue is related to a documentation issue. The lot release step was checked again according to the test protocol and the work order was finally released. For this reason, it can be concluded that this nc cannot lead to the complaint failure. In addition, the drawing of the article 473.0748 valid at the time of manufacturing, was reviewed and no relevant design changes were identified. Summary: based on the investigation results, this complaint is rated as confirmed since the nail is broken as claimed by the customer. However, from the manufacturing point of view the relevant features were measured and have fulfilled its specification (see section 2.4-dimensional inspection) as well as in the manufacturing documentation no issue was identified. Since a manufacturing deficiency has been excluded; this complaint is rated as not valid; therefore, no additional actions are required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part number: 473.074s, synthes lot number: l467144, manufacturing site: bettlach, release to warehouse date: 17. Aug. 2017, expiry date: 01. Aug. 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Though, non-conformance was identified and was found not to be not relevant to the complaint condition because the issue is related to documentation deviation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.